Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose levels of 40 mg/dl. The patient was treated for the low blood glucose with food. The customer stated that the insulin pump he was using did not alarm him about the low blood glucose. The customer was assisted with trouble shooting and was advised to change the reservoir and infusion set. The customer was informed that the issue was most likely due to the sensor not situated properly which prevented the sensor from properly tracking changes in glucose. The customer was walked through proper insertion and location of the sensor. No further information was provided.